Manufacturer narrative:
Siemens reviewed the instrument data files. The na+ sensor shows typical performance over the use-life of the measurement cartridge and there were no drift errors at the time of the suspect sample. The evaluation of the measurement cartridge valve seal removed from the returned mcart confirmed that the wash port component was not completely formed. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results. In addition, there is evidence of benzalkonium interference during the life of this mcart. Benzalkonium is a known interfering substance for the na+ sensor as listed in the rp500 operator's manual.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.